Event description:
It was reported to ahus qa on (B)(4) that the maximove ii was being used with a stretcher sling/frame assembly. The facility stated that the sling tipped over, once this past saturday, and again today. A caregiver was injured during both instances - the first time, they suffered a strained back, and the second time a different caregiver was hit in the head and suffered a strained neck. While the stretcher sling is tagged out, the device is still in use; serial number as (B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjo (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.